Event description:
It was reported that (1) device was used during a bowel resection. It was reported by the rep that the hosp contact notified rep that the tct75 instrument locked out when the attempt was made to fire it during the 1st firing. There was no consequence to the pt.